Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the instrument handle required replacement. The system then passed the system checkout and was found to be fully functional. The replaced instrument handle was discarded by the site and is not available for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the instrument handle was broken during sterilization. There was no patient present when this issue was observed.

Manufacturer narrative:
Manufacture date, lot number. Correction: unique device identifier (UDI).